Manufacturer narrative:
No further issues were reported after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer could not determine a cause. As a precaution, pump pressures, rinse levels, and probe positions were checked. The engineer noted that calibration had failed. Precision studies were performed.

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with ise indirect ci for gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted with a cl value of 116.9 mmol/l. The sample was repeated on a second analyzer, resulting as 96.9 mmol/l.the repeat result was believed to be correct. The cl electrode lot number and expiration date were requested, but not provided.